Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load cartridge step dispensed insulin. The patient stated that the tubing was not changed at that time. The patient confirmed never noticing the issue before. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several "no cartridge detected" warnings on the date of the alleged malfunction. On testing, a rewind, load and prime sequence was performed successfully. A force sensor calibration test showed the force sensor was out of specifications. The pump was opened for further investigation and revealed no evidence of internal moisture or defect. The force sensor plate resistance reading was within specifications.